Event description:
The date of the sae onset was on (B)(6) 2023, but the site was aware of this event today ((B)(6) 2023), reporting this information to us this morning. The reported sae has been described as postoperative paralytic ileus with recurrent episodes of vomits after intake. Treatment with metoclopramide, ondansetron, parenteral nutrition and nasogastric tube which prolonged an existing hospitalization. The subject is a 80-year-old female patient. She presented a malignant neoplasia of the rectum, so it was decided to undergo an abdominoperineal amputation and a colostomy on (B)(6) 2023. During hospitalization, on (B)(6) 2023. She presents general malaise, headache and an episode of recurrent vomiting. The subject also showed pain on deep palpation of the hypogastrium (abdomen), with no signs of peritoneal irritation and it is noted that the ileostomy is non-functioning . She is treated with antiemetics, absolute diet and fluids. The next day, due to the lack of improvement, it was decided to place a nasogastric tube and to feed parenterally. This event was resolved on (B)(6) 2023.

Manufacturer narrative:
According to the investigator´s criteria, the sae has been determined to be related to the procedure (possible), but not related to the investigational device.